Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable carcinoembryonic antigen (cea) results for one patient sample. The initial result was 0.990 ng/ml and was reported outside of the laboratory. The physician did not trust the result. On (B)(6) 2015, the sample was repeated and the results were 1000 ng/ml with a data flag and 9910 ng/ml with a data flag (diluted 1:50). The third result was sent to the physician. The patient was not adversely affected. The reagent lot number was 185797 with an expiration date of 09/29/2016. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As only a single sample was involved in the event, a general issue with the reagent, qc, or the system was excluded. It was noted the customer did not use the recommended sample tube rack adapters which may have allowed the tube to lean in the rack and contribute to aspiration issues.